Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's display was faint on their insulin pump. Customer did not drop or bump their insulin pump. The customer could not resolve the issue by letting their insulin pump rest. Customer's blood glucose was unknown. No additional information provided.